Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in critical override. No patients were displayed on the sunflower medstation, although patients were visible on other pyxis units. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was in critical override and no patients were showing on the station. A technical support specialist dialed into the station and observed users removing medications under patient profiles, reviewed database synchronization debug logs and confirmed the station was communicating properly with no discrepancies in change tracking versions, dialed into the server and identified that the station was being manually placed on critical override, verified that no patient samples were present. The system functioned as intended when the technical support specialist investigated the issue.